Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203 versys hip system femoral head12/14lot: 60867355; 00620204822 shell 60577576; 00625006525 bone screw 60696741; unknown liner unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00186 head. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: patient underwent an initial right tha and was then revised due to dislocations. Hematoma and extensive scar tissue were removed , head was revised. 8 years post revision, metal test reports revealed elevated levels of chromium 2.6, cobalt 8.8. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip surgery approximately 8 years ago. Medical records show elevated metal ions. No medical intervention has been reported to date. Attempts were made to obtain additional information; however, none was available.